Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump error alarms. The customer was able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump passed the displacement test but failed the high pressure test and received an insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the device. Also, device had moisture damage electronic assembly during visual inspection. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests or verify pump error 37, 130, 63 alarms due to pump error 38.